Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was removed due to an infection in the pocket site. It was also reported that an elective replacement indicator (eri) was seen during the event. Follow up information received 3 days later reported that it was unknown if a culture was obtained during the event. It was also unknown as to how the patient was doing now. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that perioperative antibiotics were administered. The patient did not have meningitis. Signs and symptoms included drainage and incisional wound opening. The primary location of the infection was the device pocket. A culture was obtained from the device pocket. Organism cultured was staph - coag negative. Treatment included both IV and oral antibiotics and partial device system explant. Patient outcome was infection resolved. Risk factors before implantation of the device included: debilitated status, urinary tract infections, and post op wound or skin contamination.

Manufacturer narrative:
Correction: changed eval code-conclusion.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0e60y, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had the ins removed because it was not working and the 2 leads remained implanted. No patient symptoms were reported. No further complications were reported or anticipated.